Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch, for the same issue, closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 2 open samples without aluminum pack with the needle detached from the thread (threads are still wound on the pack and one of them needle is missing). Without any closed sample we cannot carry out an analysis in order to take a decision. Nevertheless, tested closed samples in the previous complaints did not fulfill the requirements of the european pharmacopoeia (ep). Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective samples received show that the needle is escaped from the thread. Final conclusion: considering the unused open sample received and that there are previous confirmed complaints for the same issue, we conclude that the complaint is confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that the thread wasn't attached to the needle. No patient involvement. No delay in the procedure, just the time it takes to open another product.